Event description:
Clinic notes were received to the manufacturer indicating a vns pt has sleep apnea and uses a c-pap device for treatment. Prophylactic replacement of the vns is planned due to a battery life estimate performed which revealed approximately -0.14 years remaining. A surgery date has not been set to date. Attempts for further info are in progress.